Event description:
It was reported that after draw the clotting is taking a long time after required time of centrifugation as well as fibrin separating with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from japanese to english: the tube takes time to clot. Also fibrin separated.

Manufacturer narrative:
Investigation: bd received samples and photos from the customer facility for investigation. Bd acknowledges the customer's experience regarding the indicated failure mode for slow clotting with the incident lot. Bd reached out to the customer for further information for troubleshooting and they indicated that it was no longer a concern. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product.

Manufacturer narrative:
A sample is available for evaluation. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that after draw the clotting is taking a long time after required time of centrifugation as well as fibrin separating with a bd vacutainer® sst¿ blood collection tubes. The following information was provided by the initial reporter, translated from (B)(6) to english: the tube takes time to clot. Also fibrin separated.